Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently automatically disabled the smartpass feature. Boston scientific technical services (ts) was contacted and confirmed that the smartpass feature was disabled due to a combination of low r-wave amplitude measurements and long intervals. Nevertheless, ts recommended assessing potential r-wave amplitude reduction in various postures in the different vectors at the next follow-up. Recently, the s-ICD system impedance was noted to have increased to 150 ohms. Ts was re-contacted and it was confirmed that the impedance has recently been steadily increasing, with the most recent value being 175 ohms. It was recommended to perform x-ray imaging and troubleshooting to assess the system integrity and positioning. Diagnostic imaging was then performed which confirmed that the s-ICD electrode was displaced and the device had been flipped due to twiddler's syndrome. A surgical procedure to revise the system is anticipated to resolve the event, but this has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently automatically disabled the smartpass feature. Boston scientific technical services (ts) was contacted and confirmed that the smartpass feature was disabled due to a combination of low r-wave amplitude measurements and long intervals. Nevertheless, ts recommended assessing potential r-wave amplitude reduction in various postures in the different vectors at the next follow-up. Recently, the s-ICD system impedance was noted to have increased to 150 ohms. Ts was re-contacted and it was confirmed that the impedance has recently been steadily increasing, with the most recent value being 175 ohms. It was recommended to perform x-ray imaging and troubleshooting to assess the system integrity and positioning. Diagnostic imaging was then performed which confirmed that the s-ICD electrode was displaced and the device had been flipped due to twiddler's syndrome. It was confirmed that the patient is pending a system revision procedure and is waiting with tachycardia therapies on. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood patient factors, such as twiddler's syndrome, likely contributed to the event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition, as the patient's twiddler's syndrome was determined to be the root cause of the elevated impedance measurements. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of low amplitude or poor morphology was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: at this time, no further actions are considered necessary as boston scientific has determined that the event occurred due to an adverse event related to patient anatomy and/or condition, as the patient's twiddler's syndrome was determined to be the root cause of the elevated impedance measurements.